Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro device, there was heat related damage to the c-ring. A replacement hemopro device and extension cable were used; however, the same issue occurred. An additional replacement device and dc extension cable were used to complete the procedure. The hospital did not report any patient effects. Refer to MFR report # 2242352-2013-00277 and 2242352-2013-00278 for the related report.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. The hemopro 1 and the cannula were returned. A visual inspection determined that there was flash inside of the connectors on the pigtail. Half of the silicone boot of the hot jaw was missing and not returned. The scope washer tube and half of the c-ring were missing and not returned; the other half of the c ring and the blunt tip of the cannula were partially melted. A pre-cautery test was performed on the device with a reference power supply and extension cable. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. It also beeped when activated. Based upon the received condition of the device, the reported complaint was confirmed. (B)(4).